Event description:
This is report 3 of 4 for the same event. It was reported that during a lumbar fusion surgery error code 6, error code 8, and error code 9 occurred while using the following devices; foot control device, attachment device, motor device, console device. According to the reporter, it was first observed that error code 6 occurred. The user changed the foot pedal device which "did not do anything". There was a ten second delay in surgery to switch out the foot pedal device. The reporter stated that they "let the system cool down and everything worked fine". Thirty minutes later, the user observed "overheating" and got error code 8 and error code 9. The motor device and attachment device were changed and the surgical procedure was completed successfully. Spare identical devices were available for use. The user was unsure of what device caused the event. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and was found to have an e6 error and e8 error code. Therefore, the reported condition was duplicated and confirmed. This was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.